Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically referring to a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and the caller was guided through the pump reset process. After the reset, the cgm error code was no longer displayed, and the caller successfully started a new sensor session.